Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that approximately one month after implant this left ventricular (lv) lead exhibited loss of capture. X-ray imaging was obtained and confirmed lead dislodgement. Subsequently, this patient underwent a revision procedure, and this lead was explanted and successfully replaced with a different lead. No additional adverse patient effects were reported. The lead is not expected to be returned.